Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6) 2018; erp_rfc_user related svn (B)(4). Complaints text (B)(6) 2018, (B)(4). Referenced report provided to medtronic pos team on (B)(4) 2018 - forwarded to medtronic helpline department; incident date from (B)(6) 2018. Document only/customer declined to report to medtronic helpline. Report---- malfunctions: pump might not be dispensing correct doses of insulin, pt experienced high bg and confirmed that pump was not dispensing correct doses. Pt declined 24 hour help.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. (B)(4).